Manufacturer narrative:
Additional information: b5, d10, g3, h6 d10 concomitant products: sigphandle, sig power sigphandle handle (sn:(B)(6); sigadaptxl, sig power sigadaptxl linear xl adapter (sn:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bariatric surgery, before using on the patient, the reload was tested, and performed the opening and closing operations. The handle was closed to pass through the trocar and when the surgeon activates the jaws to open and insert the tissue, it did not open. Another reload was used to resolve the issue. There was no patient injury.

Event description:
According to the reporter, during a procedure, the reload was tested, and performed the opening and closing operations. The handle was closed to pass through the trocar and when the surgeon activates the jaws to open and insert the tissue, it did not open. Another reload was used to resolve the issue.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn: unknown); sigadaptxl, sig power sigadaptxl linear xl adapter (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d3, d4(UDI) additional info: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.